Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. During the evaluation for a blurry display, it was determined that the issue was due to the anti-glare coating on the display. The anti-glare coating is standard and not an indication of a device malfunction. Reports of this nature are typically not submitted due to the fact that the device?s ability to administer therapy is not impaired. Evaluation of the device for "defib failure" was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, synchronized cardioversion stress testing, and defib cycle testing without duplicating the malfunction. Review of the device activity logs did not show any faults that could be associated with customer report. A replacement device was sent to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection testing, the device's display was distorted and no clinical information could be seen and displayed an unknown "defib failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.